Manufacturer narrative:
The following assays are not listed for emergency use authorization: igm/igg ab rapid test from kewei diagnostics, igm/igg antibody test kit from labnovation, and the sars-cov-2 rapid antibody test from sd biosensor. This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for two samples from the same patient tested with the elecsys anti-sars-cov-2 assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. It is unknown which results were correct. The first sample from the patient was tested twice on the e411 analyzer, resulting with anti-sars-cov-2 values of 47.71 coi (reactive) and 48.54 coi (reactive). The second sample from the patient was tested on the e411 analyzer, resulting with an anti-sars-cov-2 value of 43.37 coi (reactive) on (B)(6) 2020. The patient tested negative or non-reactive with the following sars-cov-2 antibody rapid tests: igm/igg ab rapid test from kewei diagnostics. Igm/igg antibody test kit from labnovation. Igg/igm rapid test cassette from healgen. Sars-cov-2 rapid antibody test from sd biosensor. The serial number of the e411 analyzer is (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample could reproduce the results obtained by the customer. Upon further investigation, it was determined the sample was a true reactive sample. Serological reactivity was observed in two elecsys assays against two different sars-cov-2 proteins (n and s proteins) resulting in reliable antibody titers.